Event description:
Patient states the pump will not stop beeping. She changed the batteries of her pump before her mix, the pump ran through the self check and beeped the entire time, pump then continued to beep when self test complete. Pump then continued to beep when self test complete. Pump continued to beep after removing the batteries. No other information known. Dates of use: (B)(6) 2018.